Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of greater than 500mg/dl. Pt wasn't feeling well and was taken to the ER. The ER ran a lab test and blood glucose result was 2-300mg/dl. Pt was given insulin which is not part of pt's normal meds, and pt's oral medication was increased.